Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca and a damaged electrode belt receptacle. The electrode belt receptacle was broken free from the monitor, damaging wires in the connector. The root cause for the defective u612 component adn damaged electrode belt connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to communicate with an electrode belt.